Manufacturer narrative:
A DHR review was conducted and confirms this device met manufacturing specifications prior to shipping from rti surgical. This report will be updated should the device and/or additional information become available at a later date. (B)(4).

Event description:
It was reported to rti surgical on (B)(6) 2021 that routine post-operative imaging discovered one of the screws at the bottom of the construct had backed out. X-rays also confirmed that the locking mechanism had disassociated and the patient had pseudoarthrosis. The patient was revised and the plate, screws, and locking mechanism pieces were removed.